Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported left side "rupture" confirmed via ultrasound and "I have textured implants". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, b7, d6b.

Event description:
Patient reported "rupture" confirmed via ultrasound and "I have textured implants". Later, patient reported "discomfort", "pain" and "arm gets numb". This record is for the left side. Device remains implanted.